Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, two days after the implant procedure surgeon noticed that there was a white spot, as if it were a fog, and this makes patient see everything blurry, to try to read something, patient has to close left eye. Patient returned to the doctor and was told that it would go away over the days, but there was no improvement and after 6 months, patient had the lens cleaned, and it did not resolve, and returned to the doctor and was told that there could have been a displacement of the lens, and a procedure was performed to try to put the lens in the right place and reported that it did not improve and it got even worse.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint for blurry vision. Each lens is subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the consumer reported the surgeon attempted to reposition the lens. Consumer indicated vision did not improve, so surgeon scheduled a procedure to stitch the haptics to fix the lens. Patient will talk to doctor about whether the doctor would be willing to speak to company. Due diligence has been performed in an attempt to obtain further information on this event. The patient has not provided any further information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).